Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call set issues and high blood glucose. The customer's blood glucose was 438mg/dl at the time of call. Trouble shooting was performed and found infusion sets have bent cannula. Advised to change and return the infusion set. Trouble shooting for the high blood glucose was not performed. Advise sending replacement sets. Insulin pump will not be returned for analysis.